Manufacturer narrative:
"The review of our complaint file indicates that this is the first time such a pod burst during unloading is reported on prisma m100 lot number 06e0562g. No sample was available to investigate (requested but not still received). According to other investigation on other lot number relating to the same type of defect, we can assume the most probable cause seems to be a bad welding between both half-casing of the pods. Another possible cause can be a weakness of the pod membrane. A corrective action was implemented in 06/06 by our sub-contractor. It consists in a 100% air pressure integrity test under 3 bars. The involved component was used in our assembly line in 07/06, from prisma m100 lot number 06i1950. No further 06i1980. No further action will be taken. The lot was manufactured before implementation of the corrective action. We continue to monitor and trend this type of defect. We consider there was no pt's safety issue because the incident has occurred during unloading of the prisma set after disconnection of the pt. However, even if the incident did not represent a risk for the pt, it could have presented a risk of infection/contamination for the nurse, due to the contact with external blood leak. For this reason, we decided to report this case an MDR." It is to be noted in the final clinical complaint investigation report dated on march 3rd, 2007; our medical expert indicates: the unit director states that the staff have not been trained on the proper technique for relieving pressure in the access line prior to unloading the set from the machine. A training will be arranged between ic territory mgr and ICU staff.